Manufacturer narrative:
H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was not possible to observe the reported condition through the picture. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during use of an unspecified quantity of clearlink system non-dehp secondary medication sets, there was difficulty to infuse the solution; the vents were opened to infuse the product. This was observed during use of the secondary sets with non-baxter primary sets; glass bottles and flexible containers were part of the set up. With the glass bottles, there was insufficient air ventilation. There was no report of patient injury or medical intervention associated with this event. No additional information is available.